Manufacturer narrative:
Two photos of the device were recieved for analysis. The reported issue was confirmed in the photo, which demonstrated a leak in the device. However, no product sample was received, therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was stated that device hotline leaked. There was no reported patient involvement and no reported patient harm.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.